Event description:
It was stated that the nurse had already tried connecting pads to two different devices and could not get any flow rate. The nurse tried on sn# (B)(6) (flow rate was 0, inlet pressure was -0.4 psi, circulation pump commend was 100%, system hours were 1234, pump hours were 1116). Restarted therapy after being disconnected or reconnected using proper technique. The device primed and stopped. Stopped therapy, drained pads, and moved pads or probes to sn# (B)(6) and reminded of proper technique (system hours were 1356, pump hours were 1208, flow rate was 0, inlet pressure was -0.5 cpsi, and circulation pump commend was 100%). This device was also primed and stopped. The pad lot was nggy6697. The nurse has changed pads now. It was stated that the pads had been in use for 12 hours and the patient had not left the room with the pads in place.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "belt temperatures too low after nip roller and heated section." The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was stated that the nurse had already tried connecting pads to two different devices and could not get any flow rate. The nurse tried on sn# (B)(6) (flow rate was 0, inlet pressure was -0.4 psi, circulation pump commend was 100%, system hours were 1234, pump hours were 1116). Restarted therapy after being disconnected or reconnected using proper technique. The device primed and stopped. Stopped therapy, drained pads, and moved pads or probes to sn# (B)(6) and reminded of proper technique (system hours were 1356, pump hours were 1208, flow rate was 0, inlet pressure was -0.5 cpsi, and circulation pump commend was 100%). This device was also primed and stopped. The pad lot was nggy6697. The nurse has changed pads now. It was stated that the pads had been in use for 12 hours and the patient had not left the room with the pads in place.